Event description:
Pt reports that when low cartridge alarm is rec'd and cartridge is removed, pump will not alarm. One time pump alarmed, pt pulled cartridge and went back to bed. Pump did not alarm for several hours.